Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a cause for the reported chordae and leaflet caught on the grippers. The patient effect of tissue injury appears to be related to procedural condition of difficult to remove from the anatomy. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report difficult removal and tissue damage it was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted the mitral valve had a restricted posterior leaflet. An nt clip was inserted and advanced into the left ventricle (lv). However, it was observed the chordae and leaflets became caught on the grippers. Troubleshooting was performed and the clip was able to be retracted into the left atrium (la). However, it was observed a small chordal rupture had occurred. The physician decided to remove the clip and discontinue the procedure. There was no clinically significant delay in the procedure. No additional information was provided.